Manufacturer narrative:
H.11 additional manufacturer narrative. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: · urethral damage causing false passage or stricture. 5.1 precautions: general no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system instructions for use lists urethral damage causing false passage as a potential risk of aquablation therapy. Additionally, the aquabeam robotic system does not guarantee the cure of any medical condition or entire elimination of diseased entity. Repeated treatment or alternative therapies may sometimes be required. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph) on (B)(6) 2023. Procept biorobotics corporation (procept) became aware that approximately 7 months post aquablation therapy, the patient complained of obstructive urinary symptoms. A follow-up cystoscopy was performed and noted that the patient had several false passages throughout the prostatic urethra. The patient has been scheduled for a follow-up transurethral resection of the prostate (turp) procedure. No malfunction of the aquabeam robotic system was reported. No additional information is available.